Event description:
It was reported that the customer was hospitalized for dka. The programming was accurate and the pump passed the functional tests. It was indicated that the pump is operating as designed. Other possible causes of hbgs were discussed with customer. The customer was instructed to follow the two hbg rule.